Event description:
One pt with discrepant creatinine results. Initial result 1.24 mg/dl. Same sample repeated twice gave 0.71 and 0.74 mg/dl. The initial result was not reported. The field service representative was unable to determine root cause but noted he replaced all four valves on pipetting station. Performance tests performed which were within specification.